Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that customer received a compromised forced sensor alarm during priming. Caller states drive support cap appeared normal. Customer's blood glucose was 100 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with detached end cap. Unable to perform displacement, rewind, basic occlusion, occlusion, prime test or verify prime alarm due to detached end cap. The insulin pump received with cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window, and scratched reservoir tube window.